Manufacturer narrative:
The thermogard xp ivtm system s/n (B)(4) was not returned for evaluation. The bio-med engineer at the site determined that the pump rotor needed to be tightened. Tightening the pump rotor screw resolved the issue for the site. The thermogard xp ivtm system is a reusable device. The loosening of the screw may be attributed to normal wear and tear of the device. In summary the site's complaint of the device roller pump not spinning while attempting to prime the start up kit and orange light remaining on was fixed at the site by tightening a loose screw.

Event description:
It was reported that the device roller pump was not spinning when the customer was attempting to prime the startup kit despite prolonged holding of the prime switch. The orange light on the system remained on. The device was being set up (primed and readied) outside of the patient room. There was no report of patient involvement. In order to provide therapy to the patient another thermogard xp ivtm system was successfully prepared and used.